Manufacturer narrative:
Investigation pending.

Event description:
Access ii ind flag biorad high and low enp controls. The customer reporting ind flags for 3 bnp pt samples and high and low controls.